Manufacturer narrative:
An event of valve explant was reported. All three leaflets were fibrotically thickened. Calcifications were found in all three leaflets, and all three leaflets contained tears associated with calcified nodules. Fibrous pannus ingrowth was present on the inflow and outflow surfaces of leaflets 2 and 3, and the inflow surface of leaflet 1. The sewing cuff had been completely removed, exposing the metal stent ring, and the stent had been deformed in damage consistent with explant artifact. No inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. The root cause of the calcifications, pannus and tears could not be conclusively determined; however, calcification is a known event associated with tissue heart valves. The severity of the sewing cuff removal and stent deformation, host to device reaction (pannus formation), and the explanted valve size (19mm) larger than the replacement valve size (17mm) were possible evidence of fusion to the patient aortic wall, which would have the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.

Event description:
On an unknown date, a 19mm trifecta valve was implanted. On (B)(6) 2019, the device was explanted and replaced with a 17mm masters valve. The patient is reported to be recovering and discharged.